Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net . Alerts suggesting possible alternative shock configurations may have been attempted and high voltage lead impedance was less than the lower limit were observed on the right ventricular lead. The patient was contacted and was stable. The patient was directed to the emergency department for further testing. Additional information was requested but was not available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the patient had episodes of ventricular tachycardia. The right ventricular (rv) lead had a damaged superior vena cava (svc) coil. The rv lead was capped (B)(6) 2018 and replaced. The patient was stable after the lead revision, presented for a follow up in clinic on (B)(6) 2019 and was doing well.